Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the station was not powering on. The customer stated that the nursing staff managed to get the medications from pharmacy, but this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the lights on the drawer controllers and module controllers were out. The fse found that both drawer and module controller was defective in the drawer 4-1. The fse replaced both boards to fix the issue. The fse tested the drawer in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the station was not powering on. The customer stated that the nursing staff managed to get the medications from pharmacy, but this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.